Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient's defibrillation thresholds had risen over the last year. The patient had a ventricular fibrillation storm requiring four shocks which failed to convert the rhythm, but the patient converted to normal sinus rhythm on his own. The subcutaneous lead was removed and replaced with two epicardial leads. No further patient complications have been reported as a result of this event.